Manufacturer narrative:
Additional narrative: the investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4) general hospital had a problem trying to seat the following implant into during a pfc total knee replacement on (B)(6) 2016. (B)(4) lot d16053396 tibial insert fixed bearing stabilized size 2.5 10mm. They opened up a second insert and implanted this in its place. No product was received for investigation. A worldwide complaint database search found no other reported incident against the provided product / lot combination since release for distribution. A review of the manufacturing documents identified no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Without the product, no further investigation could be carried out. The complaint shall be closed with an undetermined: insufficient information root cause. No corrective action is required. The occurrence shall be put monitored through our companies post market surveillance system for future trends. Addendum added (B)(6) 2017 - the complaint was reopened as the product was returned. This was reviewed by the manufacturing site in (B)(6) (B)(4) which states; following visual inspection no anomalies were identified. The cmm analysis performed the part met specification. No other products from this lot were available to assess. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon had a problem trying to seat the following implant into tibial tray. They opened up a second insert and implanted this in its place.

Manufacturer narrative:
The date contained in the initial medwatch previously submitted was incorrect. It should have been (B)(6) 2016. This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Additional narrative: no product was received for investigation. A worldwide complaint database search found no other reported incident against the provided product / lot combination since release for distribution. A review of the manufacturing documents identified no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Without the product, no further investigation could be carried out. The complaint shall be closed with an undetermined: insufficient information root cause. No corrective action is required. The occurrence shall be put monitored through our companies post market surveillance system for future trends. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.